Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The analysis showed damage to the insulation by friction about 17 cm distal of the is-1 connector pin. The inner conductor coil was fractured under the abrasion trace, as was suspected in the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and type of this external abrasion are characteristic for a simultaneous occurrence of strong pressure of the lead onto the generator housing and friction of the lead at the generator housing. This damage manifestation can thus with high probability be regarded as the cause for the increase in the pacing impedance. The deformations of the distal shock coil are probably a result of the explantation. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 49 months, oversensing with inappropriate shock deliveries was reported. In addition, impedance values >3000 ohm were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.